Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that based on the provided information, the device was set to high output during service life. The battery depletion was normal.